Event description:
Customer's spouse reported via phone call that the customer has been experiencing low blood glucose for the last 6 months. It was stated that the paramedics have been called and the customer has received treatment but has not been admitted into the hospital. The customer was asleep during the low events. Blood glucose value at the time of the incident was 27 mg/dl; value at the time of admission was 24 mg/dl. The customer was treated with food and glucagon shot. It was stated that they spoke with a nurse and she changed some settings recently but it has not helped. No troubleshooting was performed as the customer was asleep at the time of the call. Current blood glucose value is 170 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-15542.